Manufacturer narrative:
The customer replaced the reagent pack which appeared to resolve the issue as qc results were then in range. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ureal urea/bun results from cobas pro c 503 analytical unit serial number (B)(4). (B)(6). The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer loaded reagent packs of the same lot number and shipment on another cobas c503 analyzer and received calibration alarms. The investigation determined the event was consistent with an issue with the specific reagent cassettes most likely due to incorrect transport/storage conditions. A general reagent problem can be excluded as no other issues were reported globally for the affected lot.